Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during pre-operative check. Low lead impedance on rv-can was noted. Updating the measurement did not resolve the issue. Pocket manipulation and testing for noise was suggested. Delivering low voltage shock to ensure hv therapy was discussed. Further actions will be discussed with the physician. No further information is available at this moment.